Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope avl video baton 3-4, catalog: 0570-0313, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor with an avl video baton 3-4, the monitor did not register the probe as connected when it was connected. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. The device was scrapped. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions.